Event description:
It was reported that the device does not turn on. It is unknown if there was a patient involved and a backup available.

Manufacturer narrative:
The device, used in treatment, has not been returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Probable causes include, intermittent power issues or a fully depleted battery. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.